Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the button keypad anomaly. The pump was received with a peeling keypad overlay, minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. No broken case on the pump was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that half of the insulin pump's buttons were missing. The keypad was not attached to the insulin pump, they tried to (B)(4) tape it. The insulin pump alarmed button error. Customer's blood glucose level was between 300 mg/dl and 400 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.